Event description:
Since the patient suffered from overdrainage, the surgeon tried to change the valve setting but it was impossible, even under x-ray. Therefore, he exchanged the valve with a new one. The shunt type is ventriculo-peritoneal. The valve was implanted in the skull.